Event description:
This unsolicited device case from united states was received on (B)(6) 2015 from a physician. This case concerns a male patient (age not provided) who received treatment with synvisc one injection and developed increased pain from the injection/pain was definitely above his baseline level. No past drugs, medical history, concomitant medication and concurrent condition was reported. On (B)(6) 2015, the patient initiated treatment with intra-articular synvisc one injection (dose, frequency, indication, batch/lot number and expiration date: not provided) into an unspecified knee. On an unspecified date in (B)(6) 2015, after unknown latency, patient developed increased pain from the injection which continued to persist. It was reported that the pain onset was after the injection (which was in one knee) and that the pain was definitely above the patient's baseline level. Further reported that the patient was a young guy with hardly any arthritis. Patient's physician had already tried cortisone and was wondering what might be going on to yield pain in patient's knee. Action taken: unknown. Corrective treatment: cortisone. Outcome: not recovered. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: required intervention. Additional information was received on 16-dec-2015. Global ptc number and results were added. Text was amended accordingly.

Event description:
This unsolicited device case from united states was received on 10-dec-2015 from a physician. This case concerns a male patient (age not provided) who received treatment with synvisc one injection and developed increased pain from the injection/pain was definitely above his baseline level. No past drugs, medical history, concomitant medication and concurrent condition was reported. On (B)(6) 2015, the patient initiated treatment with intra-articular synvisc one injection (dose, frequency, indication, batch/lot number and expiration date: not provided) into an unspecified knee. On an unspecified date in (B)(6) 2015, after unknown latency, patient developed increased pain from the injection which continued to persist. It was reported that the pain onset was after the injection (which was in one knee) and that the pain was definitely above the patient's baseline level. Further reported that the patient was a young guy with hardly any arthritis. Patient's physician had already tried cortisone and was wondering what might be going on to yield pain in patient's knee. Action taken: unknown. Corrective treatment: cortisone outcome: not recovered a pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criteria: required intervention.